Event description:
Subsequent to the initial report filing, additional information was received stating that during the crossing attempt, the xience xpedition stent became stuck and could not cross through an unspecified stent implanted in the left main in a prior procedure.

Event description:
It was reported that the target lesion was located in the left anterior descending artery (lad) with mild tortuosity. Two unspecified xience xpedition stents were implanted. Then a 2.5 x 15 mm xience xpedition stent was advanced. During the crossing attempt, the stent became stuck before reaching the lesion. Therefore, the device was withdrawn. Upon retraction from the anatomy, it was noted that the stent had dislodged and was not on the stent delivery system (sds) balloon. The dislodged stent was eventually located via angiography, in the right renal artery. No retrieval attempts were made and the stent remains in the patient. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.